Event description:
It was reported that the patient had a gynecological procedure for the treatment of pop and sui on an undisclosed date and a pelvic mesh was implanted into the patient. The patient experienced pain, injury from mesh erosion and the need for additional surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a surgical procedure and mesh was implanted to treat pop and sui. It was reported that the patient had monarc implantation on (B)(6) 2010. It was reported that the patient died on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced infection, recurrence, bleeding, and urinary problems. It was reported that the patient underwent mesh removal, total hysterectomy and placement of monarc subfascial hammock (ams) on (B)(6) 2010 due to bleeding. It was also reported that on (B)(6) 2011, the patient had placement of jpeg pump to remove infection from the body. (B)(4).